Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The emergency medical services were dispatched. The customer¿s blood glucose level at the time of admission was over 500 mg/dl. The customer stated they were feeling sick. They had diabetic ketoacidosis. They were treated with insulin drip. The customer reported that they had a blood glucose level that was over 600 mg/dl which they treated with the insulin pump. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.